Event description:
During the procedure the doctor used the capio system to do a bladder neck suspension. While using the device, the suture was put into the bladder and not discovered until the procedure was completed. A urologist had to be called in to cut suture through the cystoscope. Follow up on 12/17/98, revealed that this was not a product malfunction and that the patient's condition is satisfactory.